Manufacturer narrative:
The facility's biomedical technician provided steris quality with photos of the armboard for evaluation. Photos of the armboard indicate damage to the underside of the armboard at the pivot or boss of the armboard. The armboard subject of the reported event is manufactured by a third party. The manufacturer of the armboard determined the damage to the pivot and boss on the underside of the armboard can be attributed to improper use of the accessory by facility personnel. The armboard contains a warning label which states: check accessory for damage or wear prior to each use. The instructions for use state: warning-safeguard patient: cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Damaged armboard must be replaced. The armboard's instructions for use is provided when the armboard is purchased. The user facility was provided an additional copy of the instructions for use following the reported event. The user facility removed the armboard from service.

Event description:
The user facility reported that employees have obtained cuts from their anesthesia armboard. User facility employees that received the cuts did not seek medical treatment.